Event description:
It was reported that the wig wag brake handle on the 9900 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wig wag brake handle was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.